Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. A battery was inserted multiple times, no unexpected battery out off limit alarm noted and no unexpected low battery or off no power alarm noted during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a battery out limit alarm with each battery change and during normal use. Customer's blood glucose was unknown. Troubleshooting could not be performed and customer did not have insulin pump at the time of call. Insulin pump would be replaced.